Manufacturer narrative:
Correction: a medtronic representative reported that the issue occurred outside of the operating room, during the planning step before surgery. There was no patient present.(B)(4)

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. The computer booted and ran with no power issue during testing. Syslog did not indicate any improper shutdown. The computer went through complete set of diagnostics with no problem found. The reported event could not be duplicated by medtronic personnel.(B)(4).

Manufacturer narrative:
Return requested for suspect computer. No parts have been received by manufacturer for analysis. On (B)(6) 2015 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. The navigation system unexpectedly stopped working during surgery. The surgeon could not use navigation. Computer replacement resolved the issue. On (B)(6) 2015 a medtronic representative, following-up at the site, reported the issue was resolved with replacing the computer. No further issues have been reported.

Event description:
A site representative reported that, while in a procedure, the navigation system intermittently stopped. No further details regarding the behavior, or when in the procedure it occurred, were provided. No details regarding the type of procedure being performed, or the patient outcome, were provided by the site representative. The surgeon opted to complete the procedure without the use of the navigation system.